Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2267 alarm (indicating air) on the homechoice (hc) device during fill 3/4. The technical service representative (tsr) had the caregiver (cg) explained the alarm. The caregiver (cg) stated she forgot to spike the 3rd supply bag causing the alarm. The tsr had the cg discard all supplies and report the alarm to the nurse. On (B)(6) 2010, product surveillance spoke with the caregiver regarding the alarm. The caregiver stated she forgot to spike the third bag. The patient's supplies were fine, however, she discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2267 alarm for air in line was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error. Air was sucked into the disposable because the patient did not connect all the supply bags, and a clamp was open on an unused supply line. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.